Manufacturer narrative:
A ge service rep performed an on-site investigation. The x-ray tube and battery pack were replaced and the generator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a "kv on in error" message. This error is likely to result in un-commanded loss of system functionality and require a system reboot. There is not report of pt injury pr death.